Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Date of event updated to (B)(6) 2023.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an unspecified procedure. Reportedly, the suture was deployed yet did not take and came out. Another prostyle device was used to achieve hemostasis. Subsequent to the previously filed report, the following information was received: it was reported that this was a vessel closure of an unknown vessel using a prostyle after a percutaneous coronary intervention with a 6f sheath. Reportedly, the suture did not capture the vessel. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an unspecified procedure. Reportedly, the suture was deployed yet did not take and came out. Another prostyle device was used to achieve hemostasis. No additional information was provided.